Event description:
It was reported that the nurse primed the tubing with saline and the set was loaded into the pump. It was then noticed that the fluid was dripping from the distal end of the tubing as well as on the drip chamber while the pump was in a paused state. The tubing was discarded and the device was not used. The event occurred in intensive care unit. There was no patient harm as the event occurred during priming.

Manufacturer narrative:
The report of unregulated flow was confirmed and reproduced. The pcu event log showed that on 19 november 2019, the suspect device (sn (B)(6)) restored infusions of propofol (1000 mg/ 100 ml; drugid= 511) five times at various doses and calculated rates. The customer¿s reported infusion of saline was not found in the event log. During rate accuracy testing of the suspect device, unregulated flow was observed. The event administration tubing set was not returned for investigation. Inspection of the suspect device found a crush mark on the bottom rear corner of the rear case, indicating an impact event. Crush marks were also observed at the upper fitment of the tube guide, indicative of a set misload. Inspection of the suspect device revealed separation of the bezel from the pumping mechanism frame as a result of the boss inserts backing out. The cause of unregulated flow was the backing out of the bezel boss inserts, resulting in separation of the bezel from the pumping mechanism frame.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, it is the customer's policy not to provide patient information.

Event description:
It was reported that the nurse primed the tubing with saline and the set was loaded into the pump. It was then noticed that the fluid was dripping from the distal end of the tubing as well as on the drip chamber while the pump was in a paused state. The tubing was discarded and the device was not used. The event occurred in intensive care unit. There was no patient harm as the event occurred during priming.